Manufacturer narrative:
Infection/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 69-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of known coronary artery disease. The care team planned to change access sites from the existing right axillary impella to place a new left axillary impella 5.5. The existing right axillary access site was noted to have localized skin and site infection; however, blood cultures were reported as negative, and the team did not express concern for pump infection. The clinical team elected to be proactive and planned placement of all new lines, including a new impella 5.5 device, at alternate sites. The impella 5.5 was subsequently replaced with a new pump at the alternate axillary location. The original pump had been in place beyond the 14-day indicated duration. The patient survived to explant. The reported infection may be related to localized skin or access-site factors in the setting of prolonged vascular access and critical illness.